Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure due to vaginal vault prolapse. The patient underwent mesh implantation with concurrent surgeries of bilateral salpingo-oophorectomy and rectocele repair. After mesh implantation, the patient experienced mesh erosion into the vagina and rectum.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to vaginal vault prolapse and mesh was implanted. The patient underwent mesh implantation with concurrent surgeries of bilateral salpingo-oophorectomy and rectocele repair. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, mesh erosion into the vagina and rectum, extrusion, bowel problems, dyspareunia and vaginal scarring, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. (B)(4).